Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: brown and yellow particles on the surface of the shell. Crease fold. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, bake grade unknown.

Event description:
Patient reported right side "rupture" ultrasound confirmed and "severe capsular contracture", baker grade unspecified. Patient further reported seroma and later clarified "extracted 700 cc black blood mixed seroma under ultrasound." The device has been explanted.